Event description:
New information indicated that the lead was capped and replaced on (B)(6) 2016. No additional information was available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for follow-up. Upon interrogation, the right ventricular lead exhibited noise. No intervention was reported. The patient was stable.